Event description:
Bags were used for cryopreservation of human cellular products. During transport to hospital in 2005, bags were found to be shattered on the back of the bags. The bags shattered during transport in a vapor-phase ln2 transporter at approximately - 180 degrees centigrade. The bags were not infused due to potential contamination. The bags are being stored at the blood center in the freezer. There were no donor/technician issues associated with these bags. Additional bags to transfuse the patients were available. Bags were filled to 70 ml. Cryopreservation was performed using a controlled rate freezer.